Event description:
It was reported that the customer was in an accident and the pump touch screen became shattered and unresponsive. Customer¿s blood glucose was 130 mg/dl. Reportedly, customer reverted to a glucommander insulin drip for insulin therapy.